Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were recommended for replacement.

Event description:
The hospital reported a malfunction of the inspiratory flow sensor where the diaphragm was stuck open to the top of the housing. There was no report of patient involvement.